Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing post-paced t wave oversensing on the ventricular channel. Patient was asymptomatic. Oversensing was reproducible with deep breathing exercises. Programming changes were made. Patient was stable before, during and after the event.